Manufacturer narrative:
One unit was returned for investigation. Device seemed to have normal wear and tear. The reported fault was confirmed and the faulty manometer was replaced. Root cause traced to wear and tear. DHR review was done with no other issues reported in this lot.

Event description:
It was reported that the pressure gauge was not working.